Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm ultra plus xc in the lips. Patient developed grey/blue discoloration immediately after the injection to the right bottom lip. There was no pain and sluggish capillary refill. Patient was treated with hyalase and then released from the clinic with improved perfusion. Patient was reviewed by the healthcare professional the following day and after assessment, the patient's lips had a capillary refill of less than 2 seconds with significant bruising to right lower lip. Symptoms resolved 6 days later.